Event description:
It was reported that a patient implanted with an impella cp experienced oozing requiring a transfusion. The site was redressed and the angle match was optimized. The patient was in stable condition.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. No product returned. Major bleed: there was a fairly significant groin ooze requiring a transfusion overnight. The cause of the access site adverse event was not determined due to insufficient clinical details. Clinical review: (B)(6) 2025: impella cp was implanted via left femoral. (B)(6) 2025: that there was a fairly significant groin ooze requiring a transfusion overnight. Redressing and optimizing angle match in an attempt to mitigate further bleeding. Act 167. Hemostasis was not achieved. (B)(6) 2025: successfully weaned.